Manufacturer narrative:
Additional information: the cutter did not detach. The physician noted that no extraordinary measures were taken. No intervention required to remove device. Device was removed safely. No vessel damage noted medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the cutter returned inside the cutter window with no damage noted. The flush window returned open and no damage noted to the nosecone. Biologics are visible inside the housing. The cutter driver was powered on and the thumbswitch and handle fully detached when an attempt was made to advance the cutter. Due to the condition of the returned device no functional testing could be carried out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone directional atherectomy along with non-medtronic 6fr sheath, 0.014" guidewire and 4-7 embolic protection during procedure to treat a moderately calcified fibrous lesion in the left mid to distal superficial femoral artery and popliteal artery with 100% stenosis. The vessel was little tortuous. The vessel diameter and lesion length are 6mm and 25cm respectively. The vessel was pre and post dilated. IFU was followed. During procedure, damaged cutter components occurred. It was reported that after several passes and cleanings made with the device upon re inserting for 3rd time. Physician could not see the packing tool inside the nose cone. Physician pulled the device to examine on the back table. The battery was turned off and tried to visualize the packing tool once again and could not. Upon further investigation, it was noted that the cutter had been pulled back into the catheter and was not present in the cutter window. Another device was used to finish the case. There was no patient injury.